Event description:
Harmonic scalpel malfunction during procedure. Second device malfunctioned during procedure. Troubleshooting prompts on machine followed without success. Device disconnected, given to harmonic representative for diagnostic study. Patient code: 4582. Device code: 1384. Reference report# mw5177731.